Manufacturer narrative:
Results: the cat6 distal shaft was kinked approximately 127.5 thru 129.5 cm from the hub. Conclusions: evaluation of the returned cat6 confirmed a distal kink. If the device becomes difficult to advance and subsequently, the device is forcefully advanced against resistance, damage such as kinks may occur. The root cause of the initial difficulty advancing could not be determined. The non-penumbra access sheath and sep6 identified in the complaint were not returned to penumbra for evaluation. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the superficial femoral artery (sfa) using an indigo system aspiration catheter 6 (cat6). During the procedure, the physician advanced a cat6 and an indigo system separator 6 (sep6) through a non-penumbra access sheath to aspirate within the target location. After approximately eight centimeters of successful aspiration, the physician felt difficulty advancing. Consequently, the cat6 became kinked. Therefore, the cat6 was removed, and the procedure was completed using a new catheter and the same sheath. There was no report of an adverse effect to the patient.